Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
Since the users activation 10 months ago, the user has poor benefit with the device. A repositioning of the electrode array was performed successfully in (B)(6) 2023. In situ measurements and art is looking good. The user is doing very well with the device now.

Event description:
Since the patients activation 10 months ago, patient has poor benefits with the device. Those results were unexpected as the cochlea is normal and no other patology were identified. A repositioning of the electrode array was performed successfully in (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.